Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 53mg/dl. Cause of low bg level was unknown. Bg was treated via consumption of carbohydrates, and intravenous saline. Reportedly, customer left the emergency room the next day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.